Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 14/12 pda occluder was chosen for patent ductus arteriosus closure procedure. During the procedure while attempting to position and deploy, the device had formed into a rounded, bulbous shape at the aortic side from the pulmonary artery. The device was removed and the procedure was aborted and postponed due to the facility not having a similar size device available for an exchange. The patient remained stable throughout the procedure and has been discharged. No additional information has been provided.

Manufacturer narrative:
The reported event of "during the procedure while attempting to position and deploy, the device had formed into a rounded, bulbous shape at the aortic side from the pulmonary artery" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of "the device had formed into a rounded, bulbous shape" could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.